Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the operating room for a right ventricular lead replacement. The lead exhibited high impedance and high capture thresholds. The lead was capped and replaced. The patient's condition was stable before, during and post procedure.